Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: b5, d8, g3, h2, h3, h4, h6, h11. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: image noise, the screen became completely black, and scope ID data was not entered. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: e216 (scope communication error) occurred due to damage to the imaging section, noise occurred due to damage to the imaging unit, and no image is displayed, the screen becomes completely black due to damage to the imaging unit, and no image is displayed (the image does not return at all). Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer

Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported, the flex video scope had a communication error. The event was found during a therapeutic unknown procedure which was completed with an olympus back-up device. No reports of patient harm associated with the event.